Event description:
It was reported by the customer that the needles were not dispensing properly. It was reported that this occurred approximately 10 times. No information was received regarding any serious injury as a result of this product issue.